Event description:
It was reported the implantable cardioverter defibrillator (ICD) was oversensing retrograde conduction on the atrial lead. The patient is ventricular pace/sense only. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.